Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the firmware package was not deployed to the station. Firmware package version 1.0.5.10 was involved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the package needed to be deployed for the station. A technical support specialist followed the knowledge article "fa mms-24-5044 cubie hh pockets opening incorrectly & mms-25-5376 cubie failures", logged into windows as care fusion admin, extract the total firmware manual, installed firmware files and identified that the script copies the correct firmware package files for the application and version detected to the current firmware folder. Tss confirmed that the package would automatically reboot after the script runs, updated the firmware and successfully deployed the station. The system functioned as intended after the technical support specialist troubleshot the device.